Event description:
It was reported by service report that there was no power to the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: prop rod was not properly stowed. Properly stowed prop rod and returned footboard to service.